Manufacturer narrative:
Concomitant medical products: product ID: c2tr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was steadily rising impedance and high impedance on the right atrial (ra) lead. The lead was capped and replaced. It was also reported there was phrenic and diaphragmatic stimulation on the left ventricular (lv) lead. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.